Event description:
It was reported that recently this inflatable penile prosthesis (ipp) stopped working. A replacement surgery was performed and during the procedure a pinhole leak was found in the left cylinder. No patient complications were reported.